Event description:
Patient reported signal loss over 1 hour after using the new sensor she got this signal loss alert as per pt it was working fine with the old sensor.

Manufacturer narrative:
(B)(4).